Event description:
Healthcare professional reported "possible right side implant exchange with no complaint against the device." Healthcare professional later reported right side "capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, visibility/palpability : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed crease flat on the device. No additional observation. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right capsular contracture baker grade iii, "visible deformity", and "visible implant fold". The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "possible right side implant exchange with no complaint against the device." Healthcare professional later reported right side "capsular contracture, baker grade iii." Device remains implanted.